Event description:
The customer reports a falsely elevated architect ca 19-9xr assay result for one patient. The customer reports that the ca 19-9 result suddenly jumped to 10000 u/ml when they began using reagent lot 16505m500. This patient's previous result was 2800 u/ml. The customer is concerned about the sudden "spike" in results. The sample was sent to another lab using clia methodology and a result of 5000 u/ml was generated. There is no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 02k91-35 that has a similar product distributed in the us, list number 02k91-27. (B)(4).

Manufacturer narrative:
Accuracy testing was performed in-house with retained reagents of lot 16050m500 (list 02k91-35). An architect ca 19-9xr panel consisting of four different levels of analyte concentration was tested. Two replicates of each panel level were tested across three separate architect isystems. All results met specifications. This demonstrates that the assay can accurately detect known concentrations of the ca 19-9 antigen. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect ca 19-9xr assay package insert contains information to address the current customer issue. The current evaluation indicates that the architect ca19-9xr reagent kit is performing as intended and no new issues were found. A product malfunction was not identified. On (B)(6) 2012: customer reported negative findings from a cat scan.